Manufacturer narrative:
H6: code c19- a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2026, the patient underwent endovascular repair of a zone-9 infrarenal aneurysm utilizing a gore® excluder® aaa endoprosthesis. It was reported that during the procedure, an iliac extender (pll) was malpositioned, resulting in unintentional coverage of the right internal iliac artery. The reporter stated that this occurred while fluoroscopic imaging was magnified, which limited visualization of the true distal radiopaque marker on the iliac extender. Under magnified fluoroscopy, a radiopaque marker intended to indicate the minimum required proximal overlap was mistakenly identified as the distal end marker. As a result, the device was deployed more distally than intended. The issue was recognized after deployment during ballooning, when the distal end of the iliac extender was observed to extend into the external iliac artery. At that time, the device was fully deployed and could not be repositioned. The right internal iliac artery was covered without embolization; no coils or additional procedures were performed to occlude the vessel. The patient was reported to have tolerated the coverage. The left internal iliac artery was widely patent; therefore, the physician elected to leave the device in place. No immediate clinical sequelae were reported. The reporter attributed the event to user error related to radiopaque marker misidentification, rather than device malfunction.